Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead model#: sc-4318 batch #: 19386191 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing infection. Symptoms were tenderness and pus drainage from midline incision. The physician believed it was not procedure related and the caused of infection was unknown. Antibiotics were administered. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.